Event description:
It was reported that a guidewire fracture occurred and had to be removed with a balloon. The target lesion was located in the basiliar artery. A 200cm x 10cm gw fathom periph was selected for use. The procedure began at 11:00 on (B)(6) 2022. The microcatheter was placed into the basilar artery through a guidewire. At about 12:55, the guidewire was fractured and the high-pressure infusion was immediately turned off. Consequently, a balloon was applied was dilated under the working pressure, barely pressing the fractured guidewire into the catheter. Meanwhile, the catheter and the balloon were gently withdrawn under x-ray fluoroscopy and the fractured guidewire was withdrawn successfully from the patient's body at 13:18. Finally, x-ray result showed that there was no residual device in the patient's body and the guidewire was complete. No further patient complications reported.

Event description:
It was reported that a guidewire fracture occurred and had to be removed with a balloon. The target lesion was located in the basiliar artery. A 200cm x 10cm gw fathom periph was selected for use. The procedure began at 11:00 on (B)(6) 2022. The microcatheter was placed into the basilar artery through a guidewire. At about 12:55, the guidewire was fractured and the high-pressure infusion was immediately turned off. Consequently, a balloon was applied was dilated under the working pressure, barely pressing the fractured guidewire into the catheter. Meanwhile, the catheter and the balloon were gently withdrawn under x-ray fluoroscopy and the fractured guidewire was withdrawn successfully from the patient's body at 13:18. Finally, x-ray result showed that there was no residual device in the patient's body and the guidewire was complete. No further patient complications reported. It was further reported that the physician's comment was that "the complications were not caused by the fractured of the guidewire, but by the disease itself." The patient is still unconscious in the ICU.

Manufacturer narrative:
Corrected initial reporter information

Manufacturer narrative:
Device evaluated by MFR: the device was returned for investigation. Visual inspection revealed that the guidewire was returned, and it was observed that the polymer jacket and the core wire were detached at distal section. The detached section was not returned. No more damages were observed. Under microscope it was observed that the polymer jacket and the core wire were detached at distal section.

Event description:
It was reported that a guidewire fracture occurred and had to be removed with a balloon. The target lesion was located in the basiliar artery. A 200cm x 10cm gw fathom periph was selected for use. The procedure began at 11:00 on (B)(6) 2022. The microcatheter was placed into the basilar artery through a guidewire. At about 12:55, the guidewire was fractured and the high-pressure infusion was immediately turned off. Consequently, a balloon was applied was dilated under the working pressure, barely pressing the fractured guidewire into the catheter. Meanwhile, the catheter and the balloon were gently withdrawn under x-ray fluoroscopy and the fractured guidewire was withdrawn successfully from the patient's body at 13:18. Finally, x-ray result showed that there was no residual device in the patient's body and the guidewire was complete. No further patient complications reported. It was further reported that the physician's comment was that "the complications were not caused by the fractured of the guidewire, but by the disease itself." The patient is still unconscious in the ICU.